Manufacturer narrative:
Device evaluation: visual analysis was performed which identified an opening on anterior, partial delamination of plug strap, and white particles in inner shell. A leak test was performed which identified an opening on plug strap bond edge. Microanalysis identified an opening, with sharp edge, on the plug strap bond edge assessed as unidentified (tear) opening and partial delamination of plug strap disk shell assessed as adhesive failure. A dimension measurement in the shell was performed which identified the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Additional visual analysis identified void on valve side which was above specification. Based on the device analysis the final assessment is: sharp opening assessed as unidentified (tear) opening. Void on valve side above specification, however it is not related to reported event. Device analysis has concluded and a further investigation has been initiated. A supplemental medwatch will be submitted to provide the results of that investigation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found void on valve which is not related to the reported complaint. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.